Event description:
During an unknown procedure, the clips would not hold on the tissue and fell into the patient abdomen. Were removed from patient when the instrument blocked. No patient consequence.